Event description:
From medwatch, pt on servo 300 a and inovent initially pt on (simv volume control pressure support) and 2 ppmo n.o. Around 1630 anesthesia suctioned bloody secretions from endotracheal tube. Pt placed back on 300 a and switched to prvc mode. Pt appeared fine, then high pressure alarm sounded on vent ett vent circuit & inovent had large amount of blood in them. Pt taken off ventilator, ventilator per anesthesia. Pt placed on another 300 a o.r. Complete pt to picu. Exhalation pressure transducer has been identified as defective, new component ordered. Add'l info, there was pt injury the customer reports that the hospital cannot determine if the injury to the pt was caused by the malfunction of the ventilator. There are no ventilator settings available. The upper pressure alarm activated.